Manufacturer narrative:
The intraocular lens (iol) was received and is currently being analyzed at the manufacturing site. The lens met all manufacturing specifidatiions prior to release. Physician stated the incorrect diopter power was initially implanted.

Event description:
It was reported the intraocular lens(iol) was removed and replaced without complication 3 weeks after implant, due to the improper iol power originally implanted.

Manufacturer narrative:
The device was received and measured for diopter. The results were consistent with the labeled diopter of 22.50. All other optical measurements met manufacturing specifications. These results reasonably suggest this issue is not manufacturing related. We will continue to monitor and trend all reports.

Event description:
Customer reports a leak at the y connector during infusion of clinoileic. After the leak was detected the nurse replaced the set with a new one and the infusion continued. The reported set was being used with an infusomat pump from alaris. No patient injury or medical intervention occurred.